Manufacturer narrative:
This device has been in distribution for approximately 2 months. The amount of distribution during this time frame is unknown. Verification testing was conducted to verify that the packaging system provides physical protection and maintains integrity of the sterile barrier system through normally anticipated hazards associated with distribution. Representative devices were packaged and sterilized at nominal conditions. The test results verify that the package system, when exposed to the nominal gamma sterilization ranges meets the required acceptance criteria. A previous field action investigation conducted in 2014 related to residue on m/l taper stems determined that a packaging design change would be implemented to address the residue caused by movement of the stem within the package. This design change will likely inherently reduce the incidence of similar shipping/handling damage when the package is subjected to handling that may exceed the normally anticipated hazards associated with distribution. As returned, the outer carton exhibits damage that indicates shipping/handling damage. The distal end of the stem has fractured through the inner and outer cavities.

Event description:
It is reported that the stem was protruding through the sterile cavity.